Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-nov-2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of multiple unexplained pump reboots. No damage or evidence of moisture was found to the battery compartment. The battery cap was not returned with the pump. A test battery cap was used and able to properly fasten to the pump for testing. The pump successfully completed the 24 hour duration test without any power or reset issues. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of an intermittent power issue was noted in the pump history but unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.